Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely tortuous and severely calcified right coronary artery. The maverick 2 monorail balloon 15mm x 2.5mm was inflated for five to six seconds and ruptured at an unknown atmosphere. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely tortuous and severely calcified right coronary artery. The maverick 2 monorail balloon 15mm x 2.5mm was inflated for five to six seconds and ruptured at an unknown atmosphere. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal markerband and it extended distally for 8mm in length. A detailed examination of the balloon and proximal markerband could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).